Event description:
The probe was broken when taken out of the package. The defect was detected by staff during preliminary testing before employment on pt. Upon detection, the item was removed from the field and a new probe procured.